Event description:
A customer reported a malfunction with their pump, possibly due to exposure during a cat scan, where the pump was left on their leg. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the malfunctioning pump as it could not be reset. The customer was advised to use a backup insulin pump in the meantime. A replacement pump was sent to the customer.